Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of surgery: 2007. It was reported that a patient underwent a surgical procedure to correct a kyphotic wedge at levels t7-t8 and t10-t11. After breaking off the setscrew tabs while compressing at t7-t8, it was reported that the setscrew did not fully secure the rod and it was noted that the rod slipped. All four setscrews were removed. The surgeon tried on the second attempt, the rod slipped again. The four setscrews were removed again and the "surgeon noticed that it did not appear that the setscrew was biting into the rod". On the third attempt the surgeon compressed, broke off the setscrews, and then provided additional tightening to all four setscrews to achieve the desired correction. During the additional tightening, it was reported that the surgeon was able to achieve one full turn even after breakoff. Surgery time was extended. Following the procedure, it was noted that the "patient lost l3 motor function".